Event description:
The following description of event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "The biomed called requesting replacement gas delivery engine indicating the one he received failed out of box. The unit is failing the o2 sensor calibration and the blender delivery is out spec unit delivers only 98% at any o2 setting."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The user facility biomed evaluated the device and identified a faulty gas delivery engine as the most likely cause in this alleged event. The user facility was shipped a replacement gas delivery engine to repair the device and return it to svc. The alleged faulty gas delivery engine was received by carefusion on 01/06/2015, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete, a f/u medwatch will be submitted.